Event description:
The consumer reported that the patient would find a setting that helped with their symptoms for a few days, but then their symptoms went back to normal. This had been going on since implant on (B)(6) 2015. The patient experienced a loss or change of therapy. The patient lost control of their bladder and therapy had not been helping their symptoms since (B)(6) 2016. The patient's therapy was not on. The patient turned the therapy on and decreased stimulation to a comfortable level. The patient didn't know how stimulation kept getting turned off and they had this problem before. The patient was feeling stimulation on (B)(6) 2016 and was set on program 4 at 1.9v. The patient had tried all of the other programs. The patient mentioned having 2 little surgeries. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.